Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition may have contributed to the patient's hyperglycemia. No product lot number was reported therefore no qualification record review was possible. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or about 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider." When treating hyperglycemia it advises that "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines," and "if you feel nauseated at any point, check for ketones and call your healthcare provider immediately (see "diabetic ketoacidosis (dka)" later in this chapter)."

Event description:
Patient reported that on (B)(6) 2010 at 8:30 am her blood glucose measured 136 mg/dl and her breakfast contained 45 grams of carbohydrate, so she administered a 5.15 unit insulin bolus. By 10:19 am her bg had risen to 366 mg/sl, so she took another 5.3 units of insulin. At 11:06 am, however, her bg was 400 mg/dl. At this time she took an additional 10 insulin units by manual injection. She was vomiting profusely, urinating frequently, had a dry mouth and her coworkers said she was incoherent. She stated that she went to the emergency room but didn't report what treatment she received there.